Event description:
Reportedly, the customer did not have a form of back up insulin therapy. Tandem technical support advised the customer to reach out to the healthcare provider to obtain back up insulin therapy. Multiple attempts were made to follow up with the customer; however, all were unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose was 132 mg/dl. Reportedly, the customer did not have a form of back up insulin therapy.